Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined that the reported separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number: e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous common iliac artery that was 90% stenosed. There was a previously implanted (about 4 years ago) 7.0x100mm absolute pro stent close to the access site. The command guide wire crossed through the stent then an intravascular ultrasound (ivus) was used. During removal of the ivus, the guide wire separated. The guide wire and ivus were removed together as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.